Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that screw fractured inside implant at tooth site 46 and implant had to be removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: d4: expiration date and UDI not available, lot number unknown. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown . One implant and one unknown biomet screw were returned for investigation. Visual evaluation of the as returned products identified screw fragment in the implant drive feature. The drive feature was damaged possibly during attempt to remove the screw fragment. Damage observed on returned implants due to removal is not considered a malfunction or failure of the device. Zimvie is not responsible for any damage caused by the clinician's removal of the device.functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted in the per. The devices had been placed on tooth # 46 (fdi) for an unknown period of time. X-ray & picture evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev j - 1/8/2022. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: complaint history could not be reviewed for the unknown screw since the lot/item number was unknown. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.